Event description:
Upon device return, analysis found that the programmer there was an unconfirmed failure. They were able to communicate with 3023 wih no problems. The programmer was scrapped, as they had a replacement device /model 3013a. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and a return of retention symptoms since a couple of days prior to the report. The symptoms had a sudden onset and there was no known accident or incident related to the complaint. There was also a problem with the patient programmer, the patient put a new battery in the programmer but it was not working, only the 9 volt battery lit up. The programmer wouldn¿t interrogate and the anomaly appeared to have occurred through product use. A replacement programmer was sent to the patient. The patient received assistance from her manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Product ID 3031, serial# (B)(4), implanted: 2001 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3080, lot# l93175, implanted: 2001 (B)(6); product type lead. (B)(4).